Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was derailed. One grip cable on one side of the distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. Thus, the claim was verified. The other cables at wrist were not damaged. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .023 - .131 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci nephroureterectomy surgical procedure, it was noted that the prograsp forceps instrument would not open and close easily. The instrument was pulled out and checked. Also the initial reporter stated could saw the steel saw over the shaft, which could be interpreted as they could see metal on the shaft of the instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.